Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed 'overvoltage set' and corresponding service code 110 flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (over voltage set / code 110) has been confirmed. Upon eval, capacitor c10 was charred. The cause of the over voltage set / code 110 flags is damage to the computer analog board sn (B)(4). The cause of the damage is a short at capacitor c10. The root cause of the short could not be positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.